Manufacturer narrative:
A supplemental MDR is being submitted for additional information and correction from medical record review. The following sections of this complaint have been corrected: b.1 corrected to adverse event and product problem. H.6 clinical code (from 4580 to 1816) h.6 device code (from 3190 to 1457 and 2921) the investigation is ongoing.

Event description:
Per medical record review, approximately 1 year post tavr the valve showed pvl and was corrected with an amplatz closure device. Approximately 3 years post closure device the patient continued to have symptoms of chest discomfort, dizziness, and dyspnea. Tee revealed lvot obstruction and moderate mitral regurgitation and severe prosthetic aortic valve stenosis.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for stenosis and paravalvular leak were confirmed based on the medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per medical record review, ''approximately 1 year post tavr the valve showed pvl and was corrected with an amplatz closure device. Approximately 3 years post closure device the patient continued to have symptoms of chest discomfort, dizziness, and dyspnea. Tee revealed lvot obstruction and moderate mitral regurgitation and severe prosthetic aortic valve stenosis'', and ''normal bioprosthetic aortic valve with elevated gradients, likely due to obstruction from pvl closure device''. In this case, pvl closure device (amplatz) was used to resolve the paravalvular leak issue, and it was causing an obstruction to the deployed valve (sapine 3 valve), resulting in reducing the orifice valve area leading to stenosis. As such available information suggests that procedural factors (obstruction from pvl closure device) may have contributed to the reported stenosis. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate a root cause could not be determined due to limited information received. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve was not returned for evaluation.

Event description:
As reported by implant patient registry, approximately 4 years and 6 months post transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position the valve was explanted due to unknown reasons. An edwards surgical valve was implanted.